Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the 5max ace catheter became fractured and was not used. The procedure successfully continued using a new penumbra system 5max ace reperfusion catheter.

Manufacturer narrative:
Result: the penumbra system 5max ace reperfusion catheter (5max ace) was fractured in the proximal shaft approximately 24.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the 5max ace was fractured when removed from the packaging hoop. Evaluation of the returned device confirmed a fracture in the proximal shaft. This type of damage typically occurs due to improper handling during preparation or use. If the 5max ace is manipulated at an angle during removal from packaging, the proximal shaft may fracture due to excess force and bending. These devices are 100% visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.